Event description:
The patient reported experiencing diaphragmatic stimulation. The patient further reported experiencing back pain. The physician told the patient the back pain was unrelated to the lead but the patient remained skeptical. Follow up was unsuccessful in determining which lead caused the diaphragmatic stimulation. The leads remain in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8042b ipg, implanted: (B)(6) 2004; 5076-45 lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient, that the diaphragmatic stimulation was caused by the right ventricular lead. The physician attempted to remove the lead, but "it is still there".